Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator for urge incontinence and urgency frequency. It was reported that the plastic around the patient¿s leads had bent and cracked open. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient reported that the device was uncomfortable, and they needed to get it taken off. The patient was redirected to their healthcare provider. No further complications were reported.